Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when attempting to issue an item. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer wasn't open while issuing an item. A technical support specialist (tss) logging out from the application and logged back in fixed the issue. The system functioned as intended after the technical support specialist troubleshot the device.